Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round spectrum 325cc and experienced deflation on the right breast implant and capsular contracture with baker grade IV on the left breast implant. The deflation was confirmed by physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-06765 for contralateral prosthesis.

Manufacturer narrative:
It was reported that a 66 year old female patient underwent a primary breast augmentation with a saline mentor smooth round spectrum 325cc and experienced deflation on the right breast implant and capsular contracture with baker grade IV on the left breast implant. The deflation was confirmed by physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-06765 for contralateral prosthesis. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect and extended to the anterior aspect. It was also observed that an area of missing material measured approx. 0.3 cm x 0.4 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).